Event description:
Home patient's daughter reports leaks near pt connector in pt line tubing of homechoice set during prime, prior to home patient connection. Home patient did not use sets and daughter reports no pt injury or medical intervention.